Manufacturer narrative:
This report is submitted on november 23, 2018, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient experienced infections at implant site and subsequently was treated with topical and oral antibiotics on two separate occasions. The issue has since resolved.

Manufacturer narrative:
It was reported that the patient experienced skin overgrowth at the abutment site and subsequently underwent skin revision under a general anaesthetic. This report is submitted on january 21, 2019.